Manufacturer narrative:
(B)(4). (B)(4). Corrected data: per the affiliate, the trocar was not involved in this thyroid procedure. Upon review of this information, it was concluded that this event does not meet the FDA defined criteria for a reportable event.

Event description:
A cc4204a collamer single piece lens was returned with the note "possible capsule tear-used amo lens-no sutures or vitrectomy". Further info was requested but none forthcoming. If any additional info is obtained a supplemental medwatch will be submitted.

Event description:
It was reported that during a thyroid surgical procedure, gas streamed out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.